Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display was distorted and no clinical information could be seen. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer?s report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The digital board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. The customer stated an esu generator was being used at the time, but it was not near the defib. It is possible the unit could have been exposed to electromagnetic interference (emi), however, we cannot confirm that it did. Exposure to emi can lead to artifact with the display. Per the r series operator's guide, it is recommended to keep all patient monitoring cables away from earth ground, esu knives, and esu return wires, and use electrosurgical grounding pads with the largest practical contact area. Analysis for reports of this type has not identified an increase in trend.